Manufacturer narrative:
Complaint not confirmed, no abnormalities were observed that may have contributed to the event. The drive feature damage is likely a result of the implantation and/or removal process.

Event description:
It was reported that 6 years after the initial surgery in the (B)(6) a revision surgery of the eclips with the universal glenoid was necessary as the patient suffered pain in the shoulder joint. The subscapularis no longer had any function. Therefore an inverse prosthesis was indicated and a prothesis from another manufacturer was implanted. As the patient was allergic to metal no modular conversion of the glenoid could be performed. Therefore the universal glenoid and the eclipse had to be removed. The surgeon further reported that dark traces were identified below the trunnion. Theses lysis fringes are the result of the pe abrasion. Only small fragments of the pe insert were still present. Update 22-feb-2021 dw. X-ray pictures and a surgery report was provided with the information that the initial surgery was performed on (B)(6) 2017. The reported event was identified on (B)(6) 2020 via scintigraphy. Update 26-feb-2021 dw. The revision surgery was performed on (B)(6) 2021. Update 01-sep-2021 dw. Additional devices were returned and added to the case. Update 25-oct-2021 dw. During the evaluation an additional affected lot was identified and therefore added to the case.